Manufacturer narrative:
The device involved in the event was received on 2/19/2019 for further evaluation. The received used sample was confirmed to have an arterial tubing separation between the 55" tubing and the red male luer. The male luer was not returned for investigation. The end of the tubing had the presence of uv adhesive; however, it had a tacky feeling. The probable cause of the tubing separation was the uv adhesive not being fully cured during a manual manufacturing process. MFR site: (B)(6); device evaluated by MFR: yes.

Manufacturer narrative:
The device has been returned to the manufacturer. As additional information becomes available, a supplement report will be submitted.

Event description:
It was reported that when a patient was positioned prone in the operating room (or) the tubing, involved in the event, broke off with minimal tension resulting in the patient losing potentially 200-300 ml of blood. It was reported that the arterial catheter was able to be saved however the transducer required replacement. There was a report of patient harm however it is unknown if this harm resulted in medical intervention precluding further harm. No additional information is available at this time.